Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparotomy, bso and cystourethroscopy due to menorrhagia, dysmenorrhea, fibroid uterus and sui. It was reported that patient underwent appendectomy, removal of mesh associated with the fistula, and repair of mesh ventral hernia with component separation of vicryl mesh on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with laparoscopic total abdominal hysterectomy due to stress urinary incontinence. It was reported that following insertion the patient experienced recurrent urinary tract infections, urinary incontinence, painful sexual intercourse, pain, pain in abdomen and pelvis. It was reported the patient underwent exploratory laparotomy, end ileostomy resection, partial omentectomy and fistula repair various dates in 2009 had 11 or more surgeries. No additional information was provided.